Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6: a review of the device history record. Device history lot; part: 04.027.052s; lot: 2l04220; manufacturing site: bettlach; release to warehouse date: 25.october 2018; expiry date: 01.october 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: investigation summary investigation selection; investigation site: cq zuchwil; selected flow: device interaction/functional. Visual inspection: the received blade does not show any damage and was found in good condition. Several signs on the surface are indicating contact with the nail during insertion but does not reflect any damages which would have contributed to the reported problem. The pfna-ii blade was received in complete locked position. Functional test: a functional test was performed with a test impactor and did not show any abnormalities, the blade could be locked and unlocked without any difficulties as intended (see attached pictures). The reported malfunction could not be replicated. Functional assessment can be performed but the complaint condition cannot be reproduced. Summary: our investigation has shown that no product related issue was identified, therefore the complaint condition for this device is rated as unconfirmed. A functional test was performed and did not show any abnormalities. The blade could be locked and unlocked without any difficulties. No malfunction could be detected. The root cause was identified during the performed cq evaluation and therefore the in the investigation flow listed remaining investigation steps are not required. Finally, we conclude that the cause of failure is not due to any manufacturing non-conformance. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an open reduction internal fixation (orif) surgery for a femoral trochanteric fracture on (B)(6) 2019, the surgeon could not lock the proximal femoral nail antirotation (pfna-ii) blade. So, the surgeon extracted the pfna-ii blade and tried again but the problem did not improve. Thus, the surgeon used an 80 mm blade because the surgeon could not use a 90 mm considering the patient's thin body shape. The same nail was used with the replacement blade. There was a surgical delay of less than thirty (30) minutes. Procedure and patient outcome are unknown. After the surgery, the sales rep confirmed that the blade made a clattering sound. Concomitant device: pfna-ii nail (part# unknown, lot# unknown, quantity# 1). This report is for one (1) pfna-ii blade l85. This is report 1 of 1 for complaint (B)(4).